Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that chemo leaked from the bd phaseal¿ optima connector (c35-o) when it was connected to the catheter. This occurred 2 times during use. The following information was provided by the initial reporter: "below is a statement from our clinical onc rn from the acute care side of the hospital. Oncology had seen 2 incidences of chemo spills. Rn explained that the injector tip of the catheter was capped with non-phaseal. Then using phaseal tubing to connect to the catheter."